Event description:
An aneurx bifurcated stent graft of unknown size and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology and aneurysm diameter are unknown. After the implant procedure, the patient complained of leg pain. Arteriography revealed chronic thrombosis of the right limb of the stent graft and stenosis where the two stent graft limbs cross at the aortic bifurcation. Stenosis of the left limb of the graft was also noted. Three days prior to event, the patient was taken to the operating room and prepped and draped in the usual sterile fashion. The appropriate needles, guidewires, and sheaths were utilized. The right common femoral artery was isolated and entered through a previous dacron graft. An angioplasty catheter was inserted into the right limb of the stent graft, and the limb was dilated. The angioplasty balloon was also used as a thrombectomy catheter to pull out thrombosis from the right limb of the stent graft. An arteriogram demonstrated removal of the clot and no residual stenosis in the graft or the artery. Two 12 mm angioplasty balloons were passed into the fermoral arteries, and the stent graft was dilated on both sides at the aortic bifurcation. The area had been dilated at implant with 10 mm balloons. Arteriogram demonstrated no residual stenosis in either limb of the stent graft. There was a good pulse in the right groin. The wires and catheters were withdrawn, and the incisions were closed. Pulses in the right foot were not palpable; however. Doppler signals were good and the foot was pink and warm. No complications were reported. No additional clinical sequelae were reported and the patient is fine.